Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the assistant surgeon noticed a ¿strange¿ burning smell and when checking the monopolar curved scissors (mcs) instrument, they realized that the mcs had cut cables. The mcs was immediately removed and replaced with a backup instrument of same the same kind to continue with the surgery. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation). Review of the provided image is consistent with the monopolar curved scissors (mcs) damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage.